Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, event history log review, and a service history review were performed. The broken safety slide clamp assembly was identified during visual inspection. The cause of the condition was determined to be a broken safety slide clamp assembly. A CAPA currently exists that addresses this issue. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken safety slide clamp. No additional information is available.